Manufacturer narrative:
Summary of the investigation: during the follow-up dated 17 january 2025, it was noted that the ventricular impedance since of the day post implantation values were widely fluctuating. Furthermore, loss of the ventricular capture was identified during the real manual threshold test conducted during the in-clinic follow-up on 05 december 2024. These observations suggested a ventricular lead integrity issue, most likely due to a lead insulation rupture. The review of the quality documents confirmed a regular device manufacturing for the ventricular lead. As received, blood infiltration along the lead body on the outer coil was noted. An abrasion was identified on the external insulation of the lead was found at l=489 mm from the connector pin. Given the implantation duration and the location of the abrasion at the distal side, the external insulation abrasion is most likely attributable to friction with the tricuspid valve. The investigation results are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the ventricular lead was explanted. When the lead was explanted a defect of insulation at the distal level of the lead was spotted. According to the patient files provided, loss of the ventricular capture was observed.

Event description:
Reportedly, the ventricular lead was explanted. When the lead was explanted a defect of insulation at the distal level of the lead was spotted. According to the patient files provided, loss of the ventricular capture was observed.